Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 432 mg/dl due to a failed bolus and insulin flow blocked alarm. However, during troubleshooting the customer was able to prime without incident. The customer was advised that the insulin pump was working as designed. The insulin pump was not returned for analysis.